Manufacturer narrative:
(B)(4).

Event description:
Procedure: total gastrectomy/r-y. Customer states that the surgeon performed side-to-side anastomosis to y-shaped section of the small intestine with suturing device and manually sutured the insertion site of the device. The end of y-shaped section of the small intestine was resected by egia45-3.5 and buried suture was not performed. After hemostasis was confirmed, closed the abdominal incision and the case was completed. On the next early morning, the patient complained abnormality in the body and emergency re-operation started at 4 a.m. More than 1000 cc of bleeding was confirmed from central part of staple line of the end of y-shaped section of the small intestine and jejunal; however, failure of the staple line was not confirmed. Hemostasis operation and 12 bags of transfusion were performed and the case was completed. Currently the patient is under observation. Gender: male. Age: (B)(6). Weight: not available. Operating time extended: unknown. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. Over 500 cc bleeding. Patient had received chemotherapy up to two months ago.